Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The pcb - power management board was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in machine not turning on. There was no patient involvement.